Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed and there were no observations of a problem found. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial centrifugal control unit (ccu), with a speed of 3600 revolutions per minute (rpm), flow decreased from 2 liters per minute (l/min) to 0.8 l/min. The perfusionist could not get forward flow and there was no backflow alarm. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: at approximately the time of the issue, the arterial revolutions per minute (rpm) was 2200 and started to increase speed to 3100 rpm. Per the perfusionist, the flow started slowing at the time the rpms were increased. The problem was suspected to be with the medtronic centrifugal pump adapter that came uncoupled.